Manufacturer narrative:
Summary: involved product that broke during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (instrument used five times), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Additional information: we received the following information regarding this complaint. The salesperson has contacted the doctor who reported the adverse event, and the response is as follows: 1: the product has not been retained, therefore batch number cannot be provided. 2: the broken part of the product was not removed, and the patient was not injured. The doctor stated that no further treatment is needed. 3: before the case, the device was used approximately 5 times.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a unk maillefer file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.